Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported almost a year ago this non- boston scientific right ventricular (rv) lead had shock impedances measuring 86-103 ohms. Currently, this rv lead exhibited high out-of-range impedances measuring greater than 200 ohms. Additionally, the patient reported feeling mild shocks and the health care professional (hcp) was inquiring if this could be due to the daily measurements. Lead testing was performed with very low energy however, it could be due to the daily measurements. Boston scientific technical services (ts) believes this is related to a lead integrity issue. Ts reviewed the combined follow-up report and found an episode in which the patient with this implantable cardioverter defibrillator (ICD) had a-fibrillation(a-fib) with rapid ventricular response (rvr) that caused inappropriate shocks and exhausted therapy. Ts recommended to perform max energy shock. At this time, this non- boston scientific rv lead and ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported almost a year ago this non- boston scientific right ventricular (rv) lead had shock impedances measuring 86-103 ohms. Currently, this rv lead exhibited high out-of-range impedances measuring greater than 200 ohms. Additionally, the patient reported feeling mild shocks and the health care professional (hcp) was inquiring if this could be due to the daily measurements. Lead testing was performed with very low energy however, it could be due to the daily measurements. Boston scientific technical services (ts) believes this is related to a lead integrity issue. Ts reviewed the combined follow-up report and found an episode in which the patient with this implantable cardioverter defibrillator (ICD) had a-fibrillation(a-fib) with rapid ventricular response (rvr) that caused inappropriate shocks and exhausted therapy. Ts recommended to perform max energy shock. At this time, this non- boston scientific rv lead and ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported almost a year ago this non- boston scientific right ventricular (rv) lead had shock impedances measuring 86-103 ohms. Currently, this rv lead exhibited high out-of-range impedances measuring greater than 200 ohms. Additionally, the patient reported feeling mild shocks and the health care professional (hcp) was inquiring if this could be due to the daily measurements. Lead testing was performed with very low energy however, it could be due to the daily measurements. Boston scientific technical services (ts) believes this is related to a lead integrity issue. Ts reviewed the combined follow-up report and found an episode in which the patient with this implantable cardioverter defibrillator (ICD) had a-fibrillation(a-fib) with rapid ventricular response (rvr) that caused inappropriate shocks and exhausted therapy. Ts recommended to perform max energy shock. At this time, this non- boston scientific rv lead and ICD remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information suggests this implantable cardioverter defibrillator (ICD) was explanted and replaced due to therapy downgrade. Additionally, the non-boston scientific right ventricular (rv) was surgically abandoned and replaced successfully. No adverse patient effects were reported.

Event description:
It was reported almost a year ago this non- boston scientific right ventricular (rv) lead had shock impedances measuring 86-103 ohms. Currently, this rv lead exhibited high out-of-range impedances measuring greater than 200 ohms. Additionally, the patient reported feeling mild shocks and the health care professional (hcp) was inquiring if this could be due to the daily measurements. Lead testing was performed with very low energy however, it could be due to the daily measurements. Boston scientific technical services (ts) believes this is related to a lead integrity issue. Ts reviewed the combined follow-up report and found an episode in which the patient with this implantable cardioverter defibrillator (ICD) had a-fibrillation(a-fib) with rapid ventricular response (rvr) that caused inappropriate shocks and exhausted therapy. Ts recommended to perform max energy shock. At this time, this non- boston scientific rv lead and ICD remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information suggests this implantable cardioverter defibrillator (ICD) was explanted and replaced due to therapy downgrade. Additionally, the non-boston scientific right ventricular (rv) was surgically abandoned and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.